Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and the balloon was torn due to calcification.the procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and the balloon was torn due to calcification. The procedure was completed with another of the same device. No patient complications were noted and the patient's status was stable.